Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The 90% stenosed lesion was located in the right coronary (rca) artery. A non- bsc stent was implanted. During post dilation the physician advanced a 4.0 x 8mm quantum maverick balloon catheter. Upon the first inflation the balloon was inflated to 14atms and ruptured. The device was removed from the patient intact and the procedure was completed with a different device. There were no patient complications and the patient's current status is reported as good.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)